Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: gastric sleeve. Event description: company representative was not present for this case. Eb216 produced an alarm tone during first activation in the procedure. During the second activation, another alarm tone was produced but surgical staff are unsure which alarm tone was produced specifically. The surgical staff then unplugged the handpiece and reset the generator. Upon the third attempt to activate the device on omentum tissue, the device activated on its own without pressing the fuse activation button. At this time, the surgeon decided to switch to a second eb216 in order to complete the case. There is no report of patient injury. Product is available for return. Additional information was received via email on 11nov2021 from [name], account manager associate applied medical: per the rep, the product was accidentally thrown away. Product no longer returning. Intervention: case was completed with a new eb216. Patient status: no report of patient injury.

Event description:
Procedure performed: gastric sleeve. Event description: company representative was not present for this case. Eb216 produced an alarm tone during first activation in the procedure. During the second activation, another alarm tone was produced but surgical staff are unsure which alarm tone was produced specifically. The surgical staff then unplugged the handpiece and reset the generator. Upon the third attempt to activate the device on omentum tissue, the device activated on its own without pressing the fuse activation button. At this time, the surgeon decided to switch to a second eb216 in order to complete the case. There is no report of patient injury. Product is available for return. Intervention: case was completed with a new eb216. Patient status: no report of patient injury.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.